Manufacturer narrative:
B5 updated with additional information received. H6 coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it was unknown if there was damage to the pipeline pushwire; it was just noted that the pipeline stent was deployed from the pushwire. The pipeline had not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton; and inner pouch. The pipeline flex shield pushwire was returned within the phenom 27 catheter. ¿damage location details: the pushwire was returned extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper. However, the proximal end of tip coil was found to be stretched. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with resistance. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have ¿device opens prematurely¿ and ¿failure/incomplete open at distal¿ as the pipeline flex shield braid was found to be fully opened and damaged. Possible causes include resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of microcatheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, and user resheaths device more than 2 times. However, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance as the pipeline flex shield was stuck within phenom 27 catheter. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. From the damage seen on the pipeline flex shield braid (fraying); and tip coil (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pipeline embolization device 4.25mm x 18mm was used during a procedure to treat an unruptured, saccular aneurysm located at the right internal carotid artery, c5 segment. The distal landing zone was 3.8mm and the proximal landing zone was 4.5mm. Vessel tortuosity was moderate. During the procedure, there was difficulty expanding the stent at the distal end. When approximately half of the stent was released, it was fully expanded through the curve, but only about 1.5mm continued to cover the neck of the aneurysm. An attempt was made to resheath the stent to optimize distal coverage. During withdrawal through the curve of the ophthalmic artery, moderate friction was encountered, and the push wire disconnected from the stent, resulting in loss of connection such that the stent could no longer be opened or retrieved. The partially expanded stent and microcatheter were retrieved, and a replacement stent and microcatheter system were used to complete the procedure. The devices were prepared according to the instructions for use (IFU). Dual antiplatelet therapy was administered. Angiographic imaging was performed, and a good result was achieved with the second stent, meeting procedural targets. No patient complications have been reported as a result of this event. Ancillary devices: fubuki 8f long sheath, fagomax 6f intermediate catheter, phenom 27 catheter, lot 230455812.